Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into the ovaries / migrated to left ovary'), scar ('scar tissue') and colon injury ('colon damage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), colon injury (seriousness criterion medically significant), back pain ("back pain on my left"), tooth loss ("teeth are falling out / upper teeth are implants"), the first episode of malaise ("sick"), tooth disorder ("bad teeth issues"), the second episode of malaise ("sick all the time"), illness anxiety disorder ("hypochondriac"), rash ("rashes"), gastric disorder ("stomach problems"), metal poisoning ("nickel poisoning"), pelvic pain ("have had a constant pain") and dyspareunia ("sex hurt"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tisue removal). Essure was removed on 2-feb-2017. At the time of the report, the device dislocation, scar, colon injury, tooth loss, metal poisoning and dyspareunia outcome was unknown, the back pain, rash and pelvic pain had resolved and the gastric disorder was resolving. The reporter considered back pain, colon injury, device dislocation, dyspareunia, gastric disorder, illness anxiety disorder, metal poisoning, pelvic pain, rash, scar, tooth disorder, tooth loss, the first episode of malaise and the second episode of malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event: bad teeth issues, sick all the time, hypochondriac, rashes, stomach problems, colon damage, nickel poisoning were added, reporter information was added. Fu 6, 7, 8 processed together. On 23-mar-2020: social media content received: reporter added. Event: dyspareunia added. On 23-mar-2020: social media content received: reporter added. Event: have had a constant pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated into the ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("back pain on my left"). The patient was treated with surgery (had tubes and ovaries removed). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the back pain had resolved. The reporter considered back pain and device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left tube'), device dislocation ('coils migrated into the ovaries / migrated to left ovary'), scar ('scar tissue') and colon injury ('colon damage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), colon injury (seriousness criterion medically significant), back pain ("back pain on my left"), tooth loss ("teeth are falling out / upper teeth are implants"), the first episode of malaise ("sick"), tooth disorder ("bad teeth issues"), the second episode of malaise ("sick all the time"), illness anxiety disorder ("hypochondriac"), rash ("rashes"), gastric disorder ("stomach problems"), metal poisoning ("nickel poisoning"), pelvic pain ("have had a constant pain") and dyspareunia ("sex hurt"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tisue removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, scar, colon injury, tooth loss, metal poisoning and dyspareunia outcome was unknown, the back pain, rash and pelvic pain had resolved and the gastric disorder was resolving. The reporter considered back pain, colon injury, device dislocation, dyspareunia, fallopian tube perforation, gastric disorder, illness anxiety disorder, metal poisoning, pelvic pain, rash, scar, tooth disorder, tooth loss, the first episode of malaise and the second episode of malaise to be related to essure. The reporter commented: discrepancy noted in date of essure removal: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff information form received. Event "perforation of left tube" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated into the ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("back pain on my left"). The patient was treated with surgery (had tubes and ovaries removed). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the back pain had resolved. The reporter considered back pain and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into the ovaries / migrated to left ovary') and scar ('scar tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant) and back pain ("back pain on my left"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tisue removal). Essure was removed in 2012. At the time of the report, the device dislocation and scar outcome was unknown and the back pain had resolved. The reporter considered back pain, device dislocation and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event scar tissue added. Reporter added. Essure insertion and removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left tube') and device dislocation ('coils migrated into the ovaries / migrated to left ovary') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar ("scar tissue"), colon injury ("colon damage"), back pain ("back pain on my left"), tooth loss ("teeth are falling out / upper teeth are implants"), the first episode of malaise ("sick"), tooth disorder ("bad teeth issues"), the second episode of malaise ("sick all the time"), illness anxiety disorder ("hypochondriac"), rash ("rashes"), gastric disorder ("stomach problems"), metal poisoning ("nickel poisoning"), pelvic pain ("have had a constant pain") and dyspareunia ("sex hurt"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tissue removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, scar, colon injury, tooth loss, metal poisoning and dyspareunia outcome was unknown, the back pain, rash and pelvic pain had resolved and the gastric disorder was resolving. The reporter considered back pain, colon injury, device dislocation, dyspareunia, fallopian tube perforation, gastric disorder, illness anxiety disorder, metal poisoning, pelvic pain, rash, scar, tooth disorder, tooth loss, the first episode of malaise and the second episode of malaise to be related to essure. The reporter commented: discrepancy noted in date of essure removal: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left tube') and device dislocation ('coils migrated into the ovaries / migrated to left ovary') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar ("scar tissue"), colon injury ("colon damage"), back pain ("back pain on my left"), tooth loss ("teeth are falling out / upper teeth are implants"), the first episode of malaise ("sick"), tooth disorder ("bad teeth issues"), the second episode of malaise ("sick all the time"), illness anxiety disorder ("hypochondriac"), rash ("rashes"), gastric disorder ("stomach problems"), metal poisoning ("nickel poisoning"), pelvic pain ("have had a constant pain") and dyspareunia ("sex hurt"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tisue removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, scar, colon injury, tooth loss, metal poisoning and dyspareunia outcome was unknown, the back pain, rash and pelvic pain had resolved and the gastric disorder was resolving. The reporter considered back pain, colon injury, device dislocation, dyspareunia, fallopian tube perforation, gastric disorder, illness anxiety disorder, metal poisoning, pelvic pain, rash, scar, tooth disorder, tooth loss, the first episode of malaise and the second episode of malaise to be related to essure. The reporter commented: discrepancy noted in date of essure removal:(B)(6) 2018 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and patient demographics was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into the ovaries / migrated to left ovary') and scar ('scar tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), back pain ("back pain on my left") and tooth loss ("teeth are falling out / upper teeth are implants"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tissue removal). Essure was removed in 2012. At the time of the report, the device dislocation, scar and tooth loss outcome was unknown and the back pain had resolved. The reporter considered back pain, device dislocation, scar and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event tooth loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into the ovaries / migrated to left ovary') and scar ('scar tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), back pain ("back pain on my left"), tooth loss ("teeth are falling out / upper teeth are implants") and malaise ("sick"). The patient was treated with surgery (had tubes and ovaries removed, hysterectomy and scar tisue removal). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, scar, tooth loss and malaise outcome was unknown and the back pain had resolved. The reporter considered back pain, device dislocation, malaise, scar and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- feeling sick, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.